Event description:
It was reported that the vns patient's device revealed high lead impedance during a diagnostic test. Several diagnostic tests were run to confirm the leads were the problem-some component of the device. The patient's device was replaced and no issues were noted with the new device at surgery. Good faith attempts to obtain the explanted devices and additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.